Event description:
The customer reported being in the emergency room due to high blood glucose of 595mg/dl. Troubleshooting was performed. The customer stated that he was in a car accident, and the display window was broken as well the insulin pump was in pieces. The caller stated that he was running low on insulin in his device, had staff infection, and fell asleep at the wheel. The caller stated that the paramedics arrived and he was taken to the hospital. The customer did not have any broken bones or injuries. The caller mentioned that he was using the glucose meter with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.